Event description:
The customer stated that the pump had a rewind message during the pump set-up and excessive insulin was exiting during prime. Troubleshooting was performed. Suggested to discontinue the pump use. Later the customer called back and was hospitalized for low bgs due to an over infusion during prime. It was indicated that the pump did not register numbers and customer connected anyway and tried to prime the set. The customer did not want to disconnect to test the pump. Explained what could be happening and that the pump may not detect the reservoir when goes to bolus. The customer agreed to disconnect and test the device. It was noticed that the reservoir was half empty again. Advised to remain disconnected and call to their doctor for a back up of manual injections.